Event description:
It was reported that the patient presented to hospital for generator change procedure. Upon device interrogation prior to the procedure, it was noted that the right atrial (ra) lead exhibited increased in capture threshold with atrially paced at 75% of the time. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged on the same day.

Manufacturer narrative:
Further information was requested but not received.